Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: 2435 to 4075 counts, actual value: 2423 counts). Further review of the device's service log determined that a low battery alarm did not occur prior to the delivery failure alarm; therefore, the user was not prompted to plug the device into a power source. A low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, the device's battery was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on (B)(6) 2022 to report they experienced a delivery failure alarm with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. There was no report of patient harm associated with this event. The complaint device was returned to mallinckrodt for investigation. During a routine service log review, a mallinckrodt employee discovered that a delivery failure alarm had occurred due to a main supply voltage below tolerance. Further review of the service log determined that a low battery alarm did not occur prior to the delivery failure alarm. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the incident.